Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary drainage procedure in the bile duct performed on (B)(6), 2013. According to the complainant, during the procedure, the physician noted that the ro marker on the guide catheter did not move when the pull wire was retracted. Using an endoscope the physician found that the stent was deployed; however the guide catheter had broken and stayed in the stent. The rest of the delivery system was removed and the broken guide catheter was removed from the patient with forceps. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4): the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary drainage procedure in the bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, the physician noted that the ro marker on the guide catheter did not move when the pull wire was retracted. Using an endoscope the physician found that the stent was deployed; however the guide catheter had broken and stayed in the stent. The rest of the delivery system was removed and the broken guide catheter was removed from the patient with forceps. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device noted that only the guide catheter was returned. Residue was observed on the device indicating use. The guide catheter was kinked along its length. The guide catheter had separated from the pull wire cannula; however the working length of the guide catheter was intact. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.